Event description:
During a routine pm inspection it was reported that the 9800 systems collimator was out of calibration. It was also reported that the mainframe rear cover was loose, the contrast was low and the l-arm handle was missing a bolt. There was no report of pt or operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Performed a collimator calibration, reloaded calibration files, repaired rear cover and l-arm handle. The system was tested and found to be working as intended and placed back into service.